Event description:
Health professional reported, "could not remove saline from port and believes port is leaking." The alleged leak was first noticed when the patient went in for an adjustment fill and the surgeon could not remove any saline that was previously added. The surgeon removed and replaced the port.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2012. Allergan has received the product however the device has not been identified nor has the analysis been completed at this time. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." Device labeling addresses the following concerns to performing an adjustment: "prior to doing an adjustment to decrease the stoma, review the patient's chart for total band volume and recent adjustments. If recent adjustments have not been effective in increasing restriction and the patient has been compliant with nutritional guidelines, the patient may have a leaking band system, or may have pouch enlargement or esophageal dilatation due to stomal obstruction, band slippage or over-restriction."